Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in this lot. Visual analysis of the returned device noted bloodstain inside of the distal tip assembly and fluid inside the telescope assembly, no fluid was observed inside the hub, no kink was observed in the sheath assembly and the hub o-ring was not in proper place. The distal tip assembly was broken off and missing approximately 0.5mm long. Examination of the fracture site shows stretched areas, suggesting that the break occurred from excessive force applied. No image appeared in the system due to electrical open at distal, which is unrelated to the tip separation. The device labeling and directions for use were reviewed and revealed that the labeling and/or direction for use (dfu) contains these warnings: " never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, and then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the condition of the returned catheter, the event description, DHR review and the anatomical and procedural factors encountered during this procedure, the cause of the observed tip detachment/separation could not be definitively determined. The manufacturer will continue to monitor complaint trends for this product.

Event description:
Upon inspection of the returned device for an image issue it was noted that the intravascular imaging (ivus) catheter distal tip had separated from the catheter and was not returned. Follow up attempts by the sales representative indicated the source of the "break" could not be obtained. The observation of the break in the returned ivus catheter and the fact it is unknown how and when the tip break occurred, the manufacturer is reporting as a malfunction for the tip detachment.

Event description:
Upon inspection of the returned device for an image issue it was noted that the intravascular imaging (ivus) catheter distal tip had separated from the catheter and was not returned. Follow up attempts by the sales representative indicated the source of the "break" could not be obtained. The observation of the break in the returned ivus catheter and the fact it is unknown how and when the tip break occurred, the manufacturer is reporting as a malfunction for the tip detachment.